Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not calibrated. The programmer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of "stylus not calibrated" and it was additionally noted that errors were found in the software history and the left keyboard hinge was broken. The device was cleaned, new software was installed, the keyboard hinge was replaced and the stylus was calibrated. The programmer then passed its electrical safety test as well as all final functional and systems tests.